Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that the patient experienced hyperglycemia on (B)(6) 2026 with blood glucose reported at 238-mg/dl, accompanied by symptoms of hypoglycemia and polydipsia. The patient noted rapid depletion of the insulin cartridge and persistent elevated glucose levels, and it was suspected that the infusion set may have been inserted into scar tissue, resulting in poor insulin absorption. No further information available.